Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed thyroid stimulating hormone (tsh) while using architect tsh reagents. The customer uses normal range 0.35 to 4.94 uiu/ml. The following data was provided for the same patient. Specimen 1 (drawn 3 hours after administration of thyradin); initial (sid (B)(6), tested (B)(6) 2018) 17.01 uiu/ml; repeat (sid (B)(6), tested (B)(6) "20018") 26.71 uiu/ml. Specimen 2 (drawn before administration of thyradin); initial (sid (B)(6), tested (B)(6) 2018) 26.42 uiu/ml; repeat (sid (B)(6), tested (B)(6) 2018) 22.15 uiu/ml. The customer stated the values from (B)(6) 2018 tests are correct. The patient was diagnosed with hashimoto disease (hypothyroidism) and was taking thyradin medication. No change to medication was reported. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.